Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that ten infusion sets fell off during use over the last month. The infusion set in use for 1 to 2 days. The customer confirmed that he was experiencing frequent and/or recurring infusion set issues. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: (B)(6).